Event description:
The caller reported experiencing air bubbles or gaps in the tandem mobi cartridge during the pumping process. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Eventually, the issue with large air bubbles was resolved, allowing the caller to resume insulin therapy. No additional information was provided regarding further actions.